Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter city: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon issue occurred. The 2.00mm x 20mm fg emerge balloon catheter was selected for dilation of a stenosed coronary artery. After the balloon was inflated, it could not retract when the pressure pump pulled negative. The balloon was withdrawn with no harm to the patient.

Event description:
It was reported that a balloon issue occurred. The 2.00mm x 20mm fg emerge balloon catheter was selected for dilation of a stenosed coronary artery. After the balloon was inflated, it could not retract when the pressure pump pulled negative. The balloon was withdrawn with no harm to the patient. It was further reported that there was a 90% stenosis on the target lesion located in a moderately tortuous and non-calcified left anterior descending artery, and the procedure was completed with a non-boston scientific device.

Manufacturer narrative:
(B)(6).